Event description:
Complaint was reported as the following: "complaint alleges that during high flow nasal therapy; the pt removed the cannula due to moisture. The rn assisted and noticed post removal that the cannula was spraying water at which point the rt was notified. It was noticed that the column was filled to top and bubbling with water and the tubing also getting filled as well. Excessive water was spraying out the cannula." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.